Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst, pain, visibility/palpability.

Event description:
Healthcare professional reported right side pain, rupture, visibility/palpability, and cyst. The device has been explanted and replaced.